Manufacturer narrative:
Product event summary - the full lead adaptor was returned and analyzed. Analysis revealed that the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Event description:
It was reported that varying/unstable and high impedance levels were observed on a implantable tachy lead. Upon further investigation two lead adaptor/extenders were found to be fractured. The adaptor/extenders were explanted and replaced while the implantable tachy lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 6984m, lead extender; implant: (B)(6) 2014. Model: 694765, implantable tachy lead; implant: (B)(6) 2008. Model: 672625, adaptor/extender; implant: (B)(6) 2014. Model: 5867-3m, lead end cap; implant (B)(6) 2014. Model: 5867-3m, lead end cap; implant (B)(6) . (B)(4).